Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2017 and was found to have noise on the right ventricular lead. The patient was asymptomatic to the noise. The noise was reproduced when the patient coughed. The patient was in chronic atrial fibrillation. The patient was on dialysis and the physician did not want to risk for infection by opening the pocket on the left side of the patient's chest, so the entire system was abandoned and a new system was implanted on the right side of the chest successfully on (B)(6) 2017. There were no complications during the procedure and the patient's condition was stable before, during and post procedure.